Event description:
Ams received info that a pt had a sparc sling system device implanted. About 7 weeks later this pt had an in-fast sling procedure with a "revision existing sling." Unk if the sparc sling was removed. Ams has requested additional info.